Event description:
It was reported that pump displayed malfunction alarm code 3 and could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to place pump in storage mode, switch to multiple daily injections as backup insulin therapy, and was informed they would need to enter pump settings and reconnect continuous glucose monitor on replacement pump, and a replacement pump under warranty was arranged with instructions to return problematic pump using pre-paid label within 10 days.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.